Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 256 mg/dl. Customer treated with manual injections. The customer's current blood glucose was 352 mg/dl. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed. The customer reported the drive support cap to appear normal. The customer reported cannula set to appear bent. The insulin pump was not returned for analysis.